Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead experienced difficulty accessing the coronary sinus. Diaphragmatic stimulation was experienced during a shock. Following the shock, the threshold measurement had increased. Fluoroscopy noted the pigtail of the lead seemed different. No adverse patient effects were noted.